Event description:
Intuitive surgical, inc. (Isi) received a fenestrated bipolar forceps instrument was returned with no alleged malfunction reported against this instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received and completed a failure analysis on the instrument. The fenestrated bipolar forceps instrument was analyzed and found to have no issues with the alignment of the grips. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. An additional observation not reported by the site: charring and localized melting was found at the grip base on the outside of the yaw pulley. The instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system. The instrument moved intuitively in all directions. The grips opened and closed properly. The instrument delivered energy on several attempts.